Manufacturer narrative:
Reference reports 3003853072-2017-00020 and 3003853072-2017-00035 thru 3003853072-2017-00039 for this event. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a blocker was damaged during surgery when it was being installed. There is no information regarding foreign body retention, patient injury, or whether the procedure was completed using an alternative device. This is report five of six for this event.

Manufacturer narrative:
Corrections to all fields based on additional information received. The initial report incorrectly stated the quantity was 6 pieces, but additional information showed the correct quantity to be 3 pieces. There was no event associated with this piece.